Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving an unknown drug, dose, and concentration via an implantable pump for non-malignant pain. A pump infection was reported on (B)(6) 2016 and was stated to be related to the pump. Pump was being replaced and they were trying to save the based per manufacturer representative (rep). Patient's wound was opening at the pocket site. It was unknown when the patient first started experiencing the infection or if cultures were taken. The location of the infection was not present. Troubleshooting/diagnostics performed included the healthcare professional (hcp) had evaluated the patient and scheduled surgery. It was stated on (B)(6) 2016 the pump was removed and moved to a new location, and the issue was said to have been resolved. Catheter markings were reviewed, but no additional information could be obtained. It was noted explanted devices will not be returned to manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.